Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system presented to the emergency department due to receiving a shock. Technical services reviewed device data and noted there was noise that was being oversensed which resulted in the patient receiving one inappropriate shock. The noise appeared to be due to myopotentials. The field representative will be re-optimizing the device before the patient is discharged. At this time, the system remains in service. No adverse patient effects were reported.